Event description:
A customer contacted beckman coulter inc. (Bci) and reported that modular chemistries (mc) sample collar wash is leaking with potential for wash solution and waste exposure.no injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and noted the mc vacuum valve was obstructed. The fse cleaned it out.